Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, cracked display window, scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube.

Event description:
The customer reported via phone call that they had a keypad anomaly during normal use of the insulin pump. The up button was stuck while the customer was programming a bolus delivery. After that, none of the buttons would work. Customer then reverted to their back-up plan. Customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.